Event description:
During a surgical procedure, the arkon anesthesia machine display unit displayed the error message "gas analyzer failure." The nomoline indicator remained red even after replacing nomoline. The anesthesia machine was swapped with a spare machine. The faulty machine was removed from service until the gas bench was replaced/recalibrated/tested/cleared by biomed.